Event description:
Litigation papers allege that the patient has experienced pain. He has not yet scheduled an explantation of either asr hip implant. **update** (B)(4) 2011: plaintiff's preliminary disclosure form was received which identified part/lot information.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 12/28/15 medical records received. Records reviewed. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 18, 2016